Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during a procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke. The procedure was completed with another ultratome xl. No further information has been obtained despite good-faith efforts. No patient complications have been reported as a result of the event.